Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip of the fiber broke. The procedure was completed with another fiber. No further information was provided.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the tip was detached and not returned, therefore, the levels of devitrification and debris on the glass cap could not be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Based on analysis result, the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. It is likely that the damage of the fiber/cap tip occurred due to excessive cap wear during the procedure.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip of the fiber broke. The procedure was completed with another fiber. No further information was provided.